Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over-infused medication to a pt in the intensive care unit. An infusion was programmed to run with a 250 milliliter (ml) bag of fentanyl at a rate of 30 cubic centimeters (cc) per hr. The drug was supposed to infuse over an 8 hr period, but instead the bag was depleted in 6 hrs. Any pt involvement, injury or medical intervention is unk.